Event description:
It was reported that pt underwent partial knee procedure on (B)(6) 2008. The threads separated on the trial bearing, and while attempting to remove the bearing, the pt's knee ligaments loosened. As a result, surgeon increased bearing by three (3) sizes.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A mandatory medwatch report was received on (B)(4) 2008, from the user facility. Eval in process, but not yet complete. Upon completion of eval, a f/u report will be sent to the FDA. This report on (B)(4) 2008. Additional info from the user facility: (B)(6).